Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was black spots on tubes. This event occurred one time. The following information was provided by the initial reporter: distributor reporting, on behalf of end user, black spots on tubes - 367986 lot 3145848.

Manufacturer narrative:
H.6 investigation summary: bd received 16 samples and 1photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Additionally, the customer samples were visually inspected and embedded fm was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for embedded fm based on the photo and customer returned samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with corrected additional information. B5: it was reported that while using bd vacutainer® sst¿ blood collection tubes, there was black spots inside the tubes. D9: device available for evaluation: yes. D9: returned to manufacturer on: 30-oct-2023.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was black spots inside the tubes.